Event description:
Philips received a complaint on the 866199 (efficia dfm100 defibrillator monitor) indicating that the device does not recognize the electrode plate and the ECG cable. The event was outside of use and there was no reported patient nor user harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.